Manufacturer narrative:
The device involved in the reported incident was evaluated for defects. It was confirmed that the needle mechanism had a manufacturing defect which may have caused a delayed activation, at which time the pod began to properly deliver insulin to the site. This would explain the callers observation that the cannula was in place and appeared normal at the time of removal, and the fact that the patient's bg levels had begun to fall during the last two hours of use. The product user guide instructs the user to "check the infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues.

Event description:
Caller was concerned that the pod was not delivering insulin. Caller was certain that the cannula was inserted into the infusion site. Reviewed pdm history and found the following: pod changed/put on at 8.38 p.m. In2007, time 9.00 p.m., b/g 164; time 10.52 p.m., b/g 368. The next day, time 12.10 a.m., b/g 481. 2.25 a.m; time 2.25 a.m. B/g 431. Caller deactivated pod at this time and took a bolus of 2.0u by novopen. Time 3.30 am, b/g high. New pod put on at this time and bolus of 1.15 u was done. Time 4.00 a.m., b/g 457; time 5.00 a.m., b/g 361; time 7.00 a.m., b/g 187; time 8.30 a.m., b/g 153. No further issues or actions were reported. The device is being returned for evaluation.